Event description:
It was initially reported that the patient had an increase in seizures due to a "dead battery". It is unknown if the generator was actually pulse disabled or if it the generator was near end of service where it should still be delivering therapy. It is unknown if the increase in seizures are above or below pre-vns baseline. A generator replacement is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. The malfunction found during product analysis will be reported medwatch # 1644487-2013-00641. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient's seizures are back to baseline since generator replacement.

Event description:
Product analysis was completed on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. The battery, 2.714 volts as measured during completion of test parameter of the final electrical test, shows an ifi condition. The data in the diagaccumconsumed memory locations revealed that 96.037% of the battery had been consumed. The post burn-in electrical test results showed that the pulse generator module performed according to functional specifications, except for capacitor c4 out of specification, which is not expected to have an adverse effect on the feed-thru capacitor tests. The cause for the out of specification capacitor c4 value (v cpu) is likely associated with component aging. Other than the noted errors, there were no performance or any other type of adverse conditions found with the pulse generator. A comprehensive automated electrical evaluation showed that the pulse generator is not operating according to functional specifications. The pulse generator unit failed the feed-thru capacitor test; backup cap pos to can, 714.019pf (limits 2700.00pf - 5400.00pf). The most probable root cause for the backup capacitor test was identified to be an open capacitor, which manipulation of the feed-thru wires may have been a contributing factor. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. The open capacitor will be reported in medwatch # 1644487-2013-00641.

Event description:
Additional information was received that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed to date.